Event description:
It was reported via clinic notes dated (B)(6) 2011 that the pt "presents today for eval of still having seizures, no change, six in one month." Also notes pt has "partial epilepsy, w/impairment of consciousness, w/intractable epilepsy. Headache/facial pain. Cervicalgia. Abnormality of gait. Clinically, the condition is worsening." The pt is being referred for a prophylactic generator change. Attempts for further info have been unsuccessful to date.